Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. The patient experienced a thermal burn which required no medical intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no allegation of a blood glucose excursion.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2017 with the following findings: a review of the black box showed now power on reset events. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms, overheating, or power loss was duplicated. The pump electrical current draws were within specifications. No evidence of moisture was found externally. A leak test was performed and failed due to a battery compartment leak. The pump was opened to find no evidence of moisture internally. The power flex and components were inspected to find no defects. The battery was not returned with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).